Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while connected to a patient, the ventilator alarmed for low o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the nozzle units from the o2 gas module and the air gas module were replaced and returned for investigation. The nozzle units are part of the o2 gas module and the air gas module that regulates the inspiratory oxygen and air gas flow to the patient. In the ocular inspection of the received nozzle units, one of them had a bent feather spring. The reported alarm for low o2-concentration was reproduced during simulated use test of the nozzle unit in a o2 gas module in a ventilator. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Evaluation of the received device logs shows that the matching event on august 27 during the time period 09:05 to 04:52 the next day, had several alarms for low o2 concentration. The pre-use check was confirmed to be successful both before and after the event. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #:(B)(4). Manufacturer ref. #:(B)(4).